Event description:
It was reported that during biomed testing by the hospital, the autopulse platform continuously displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) error message. The shaft was checked and found to be at the home position. The lifeband was fully extended and no strips were caught or jammed. A new lifeband was used; however, the error message still persisted. No patient involvement was reported. No further information was provided. Additional information provided by the customer on (B)(6) 2013: customer reported that the fault was discovered during routine testing and was not used on a patient at all. The fault could not be cleared and the platform could not be rebooted/restarted without recurring errors.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection revealed that the battery lock was damaged. No other damages were found. A definitive cause for the physical damages could not be determined. A review of the platform archive data revealed the following: a user advisory 7 (discrepancy between load 1 and load 2 too large) fault had occurred. A definitive root cause for this fault occurring could not be determined. Functional testing revealed the following: during power up of the platform, the user advisory 7 (discrepancy between load 1 and load 2 too large) fault reported by the customer was observed and could not be cleared. Therefore, no further testing could be performed. Further inspection of the platform confirmed that a defective load cell led to the fault. A definitive root cause for why the load cell failed could not be determined. In summary, the reported complaint was observed in the archive review and confirmed during functional testing; the ua 7 fault which occurred during power-up was found to have been due to a defective load cell, however a definitive root cause could not be determined.